Event description:
It was reported that during implant the lead exhibited high threshold high impedance and capture anomaly. The lead also dislodged before the case ended. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of high impedance and high threshold was not confirmed in the analysis. A partial lead was returned and a cut was found at 52cm from the helix end consistent with the damage from field. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.